Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, in order for the patient to upgrade to a MRI compatible implant. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 16, 2023.